Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn, separated and partially missing. The evaluation confirmed some debris. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The debris is considered part of the pad. Omsc is evaluating the debris in detail. If additional information becomes available, this report will be supplemented. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. It was reported that the ptfe pad of the device was separated after two hours of use and the device could not be used any more. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc confirmed that the ptfe pad was severely worn, separated and partially missing. Something dropped out of the patient when the user put the device out of the patient. As additional information, it was reported that nothing fell off into the patient.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01555 to provide additional information based on the evaluation of the debris in detail. As a result of material analysis, the debris was determined to be a part of the ptfe pad.